Manufacturer narrative:
The technician performed a function test on bed exit system and found the system functioning correctly.

Event description:
Alleged a nurse and student were in the room and set the bed exit alarm. When they returned, they found patient on the floor next to the bed. The patient was injured and had to be transferred to (B) (6). The head siderails were up, and the foot siderails were down. When the nurse tried to set the bed exit alarm later she was unable to set it. Maintenance stated they replaced the bed exit head sensor. The facility would not release any patient information.